Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports "patient suffered an intracapsular bilateral rupture of the breast implants.¿ patient had reconstruction surgery post mastectomy. This record relates to the right side.

Event description:
Healthcare professional reported right side "intracapsular rupture." The device status is unknown.